Event description:
A manufacturer representative reported a pt with bilateral paralysis and an epidural hematoma. In 2002 the pt was implanted with a synergy. Recovery was suspected but due to heavey sedation programming was not performed at that time. The pt was discharged and instructed to return to the clinic for programming the next week. The pt was rushed to the ER the following sunday with bilateral paralysis. The hcp determined the pt had an epidural hematoma and excised the hematoma relieving the pressure on the epidural space. The device is still implanted. The pt is presently in rehabilitation with improving motor and sensory status. A follow-up report will be sent when additional info is received.